Event description:
Reported as "dr had noticed that the silicone of some part of the tubule was porous. This time there was a leak near the lap-band."

Manufacturer narrative:
Medwatch sent to FDA on: 01/04/2008. The port associated with this report has not been returned to allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Analysis of the returned tubing noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). This breakage may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis of the returned parts also noted surgical-like damage to the ring of the band. We believe this damage was likely caused during surgery to remove the device. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." Device labeling addresses the possible outcome of leakage: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."